Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 161, 172, 175, 204 and 155 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected pm fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the customer's office. The test strip lot manufacturer¿s expiration date is 11/30/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 161 mg/dl, date: (B)(6) 2022, time: 8:15 am, fasting. Result 2: 172 mg/dl, date: (B)(6) 2022, time: 8:14 am, fasting. Result 3: 175 mg/dl, date: (B)(6) 2022, time: 6:05 pm, fasting. Result 4: 204 mg/dl, date: (B)(6) 2022, time: 6:07 pm, fasting. Result 5: 155 mg/dl, date: (B)(6) 2022, time: 6:08 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 25-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 01-sep-2022: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.